Event description:
The customer reported the collimator iris potentiometer error-press any key occurred. The system could still radiograph by pressing the button. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was replaced, but the phenomenon recurred. The rep will obtain parts and troubleshoot again. No conclusion can be drawn as further repair info is unavailable.